Event description:
Reporter alleged discrepant blood glucose results of 600 mg/dl on the advantage system when compared with a result of 140 mg/dl from a professional meter with blood drawn within 5 mins. Information suggests that the testing was performed at a va hospital. No adverse event related to the alleged malfunction was reported. A request was made for the return of the suspect device and replacement product was sent.